Manufacturer narrative:
Qc was elevated at the time of the event. A bci field service engineer (fse) visited the site on (B)(4) 2010. Pre-calibration and qc precision results were within the specifications. The customer was to run comparison test every 2 hours. The fse returned on (B)(4) 2010 and performed preset modification service. The fse validated post calibration and qc precision. All results were within the specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results generated by unicel dxc 800 synchron clinical system. The results were reported out of the laboratory, and questioned by a doctor. The repeat tests were performed and the reports were corrected. Per the customer, the patients were not treated based on the incorrect results.